Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - per boston scientific, this lead displayed low, out of range, pacing impedances and an insulation issue was alleged. This is all of the information that was provided. There is no explant date, device was not returned and no mention of any sort of intervention. Should additional information become available, this event will be updated.